Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation.

Manufacturer narrative:
H10: the key market reported that it was determined that the data acquisition board required replacement. The repair is pending.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a pressure sensing automatic zero adjustment failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a pressure sensing automatic zero adjustment failure. Additional assistance is pending.